Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 did not have discoloration, did not have kinks, and did not have any visible occlusion, though residual powder was noted in the red catheter hub. Catheter #2 did not have kinks; however, discoloration was noted in the proximal catheter tubing and a large amount of powder was noted in the red catheter hub, occluding it. Additionally, a buildup of powder was noted in the device nozzle. A small amount of loose powder was noted in the returned tray. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device did not spray as intended as returned, however co2 was heard briefly escaping the device nozzle during button compressions. The co2 audibly discharged during deactivation. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device did not initially spray as intended; however, a thin metal rod was inserted into the nozzle and was able to successfully clear the nozzle allowing it to spray as intended. Catheter #1 was attached and tested with the returned device and powder was able to pass through the catheter. Catheter #2 was attached, and powder was unable to enter the catheter, confirming the occlusion of catheter #2's red hub. The occlusion, with clumps, was removed from the red catheter hub. It was noted some of the clumps were still wet and were not hardened. A notable odor was also present when the occlusion was removed from the catheter. The clumps were evaluated with a phenolphthalein testing kit, and it was determined that an unknown substance, which reacted with the phenolphthalein, is present in addition to the powder within the clumps. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device and catheters confirmed the report. The root cause for the report was a clogged catheter. The clogged catheter resulted in a clog in the device nozzle which was cleared during our evaluation. The device was able to spray powder as intended with a new co2 cartridge and activation knob without a catheter attached and with the catheter which did not have a visible occlusion. Powder was not able to pass through the catheter which was noted to be occluded with powder when it was attached. A definitive cause for the reported observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. A phenolphthalein testing kit determined that an unknown substance, which reacted with the phenolphthalein, is present in addition to the powder within the clumps. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray gun did not work, the handle/turn nozzle malfunctioned. The trigger was pushed but no powder was deployed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.